Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and elevated ion levels. Update (3/27/2017) medical records received. Alleges hip, back, and foot pain, decreased mobility, metallosis, and fear of falling or jarring/injuring new revised hip, metallic poisoning, leg length discrepancy, trochanteric bursitis, implant popping, difficulty standing and sitting. Right hip revised for pain. Revising surgeon noted the presence of a small amount of non-purulent fluid in the joint. Stated there was no identifiable pseudotumor. No evidence provided for loosening, osteolysis, trunnionosis, or metallosis within the record. Indicated that he was required to lengthen her right leg to maintain adequate stability. Available metal ion lab results do demonstrate a chromium result of 7.0 ppb, meeting the criteria for metal ion toxicity. The stem will be added to the complaint and elevated metal ions will be reported, as well is implant noise for the alleged popping, and poor joint mechanics:leg length discrepancy. The complaint was updated on: 4/18/2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges elevated metal ions.